Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) inadequate r-wave sensing, unmeasurable sensing and no pacing were observed during multiple delivery attempts. The leadless ipg was not used and a replacement leadless ipg was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.